Event description:
It was reported that the device was heating up prior to a surgical procedure at the user facility. No patient involvement was reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up prior to a surgical procedure at the user facility. No patient involvement was reported with this event.